Manufacturer narrative:
Manufacturer's investigation conclusion: the reported power cable disconnect alarms were confirmed via log file analysis. The heartmate iii system controller (serial #: (B)(6) ) was not returned for analysis; however, a log file was submitted for review spanning approximately 3 days ((B)(6) 2021 per timestamp). On (B)(6) 021 at 16:22:35 - 17:47:36 there were intermittent power cable disconnect alarms while connected to 14v battery power occurring on the black power cable. These events were coincident with rsoc invalid faults and would clear on their own. There were no other notable alarms in the log file. Pump operation was not affected. Additional information communicated on 14may2021 indicated that no equipment would be returning for analysis. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications prior to being initially shipped on 11nov2020. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported ongoing low voltage advisories during the day on 14 volt batteries with 3-4 lights on each battery. The patient changed battery clips as advised, but it did not correct the advisory alarms. It was reported that the low voltage advisories plus the yellow diamond illuminate only on batteries and not on the mpu. The visual inspection did not reveal any bent or broken pins on clips or controller power cables. The controller was exchanged. The log file review captured power cable disconnect/low voltage events that were not associated with power source changes on (B)(6) 2021 while on battery power only.